Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog washkit , it was reported the kit¿s head part was unexpectedly damaged during use and the system stopped functioning.the issue occurred immediately after the service inspection. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the lid has bonded/melted to the bowl and no longer spins, (see photos). The device was cleaned using a 10% bleach solution. This issue along with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl was not able to be tested with the lid bonded/melted to the bowl. Reason for the return was confirmed with evidence of fin damage and the lid bonded to the bowl. Additional information b5. Medtronic received additional information that there was blood loss due to the issue. No transfusion was required. There was no reported issue with the autolog instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.